Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited intermittent t-wave oversensing (twos) and elevated sensing integrity counter (sic). The lead was reprogrammed but twos was still being observed. A lead revision is planned but has not yet occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.